Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it didn't appear that the ins was turned on. When they click the "remote" on the "stimulator", they did not feel anything. They stated that this was not right. The patient also stated that their symptoms had returned, and they were the worst they had been in years. The patient stated that they were having trouble urinating, and had a worse pain they experienced. The patient added that they lived with the symptoms all the time and followed with pain management as well. They felt like they had pelvic pain, like it burns. The patient also stated that they had tried several programs, and unless they stood there with the communicator against their butt, it would not work, like "no juice" going through it. They had called their healthcare provider (hcp) and was told that it was not a doctor issue but a manufacturer issue. The agent reviewed the stimul ation sensation expectations and also reviewed that it was normal for the stimulation level to be on zero after changing the programs because the therapy turned off. The agent tried reviewing that the external devices should not directly affect their ins, but they wouldn't listen anymore, and were convinced that something was wrong with their implant. The agent then redirected them to their hcp. The agent then emailed the manufacturing representative (rep), and provided the national answering service (nas) number, but the patient asked for the rep's contact information, which the agent was not able to provide. The agent also reviewed the role of the rep. The patient was very frustrated. The agent documented the reported events.

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.